Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and pelvicol acellular collagen matrix were implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy due to stage 2 cystocele, stress urinary incontinence, and 3rd degree uterine prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to stage 2 cystocele, stress urinary incontinence, and 3rd degree uterine prolapse concurrently with an abdominal colposacropexy, hysterectomy, implantation of pelvicol acellular collagen matrix, and bilateral salpingo-oophorectomy. It was reported that the patient experienced pain, erosion of internal bodily tissue, and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.